Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted. Linked to mfg report numbers: 3004608878-2020-00615 and 3004608878-2020-00617.

Event description:
This is 3 of 3 reports. A nurse reported that the a1018 mayfield swivel adaptor has slipped when no one was touching the patient or device. There was no known injury or surgical delay.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10. Unique device identifier (UDI): (B)(4). The mayfield swivel adaptor was returned for evaluation. Device history record (DHR) - the DHR shows no abnormalities related to the reported failure. Complaint not confirmed via inspection of the unit. No issues observed from the functional testing of the device. Evaluation found when the unit is positioned properly and put under pressure, it would not have slipped. The observed condition is likely caused by improperly handling of the device. The definite root cause cannot be reliably determined.